Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no complaints of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause could be determined. Additional info was requested via mail on 02/15/2011; via fax on 02/15/2011; via phone on 02/21/2011. (B)(4).

Event description:
An ophthalmologist reported a pt who experienced severe keratitis following the use of this product. She stated she treated the event with aggressive lubrication. On (B)(6) 2011, additional info was received from the ophthalmologist who reported, she diagnosed the pt with significant diffuse keratitis in both eyes without contact lens overwear or poor fit. She noted the pt was treated with preservative free artificial tears and has discontinued use of this product. She reported the pt's symptoms are improving. This report is for pt 4 of 7.